Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. After filling the device with glucose, it was observed that there was a large number of air bubbles in the tubing and fluid flow no longer moved past the flow limiter. This issue occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 20, 2023 ¿ december 21, 2023. H11: the device was received for evaluation with 48ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; no evidence of air bubbles were observed inside the tubing line. After the luer cap was opened, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.